Manufacturer narrative:
Batch review performed on 02 october 2018; lot 172585: (B)(4) items manufactured and released on 22 september 2009. Expiration date: 2014-08-31; no anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed due to cup loosening 8 years and 7 months. The surgeon revised the cup, head and liner.